Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Access was obtained through the right femoral artery. The 85-90% stenosed, 3.0x12-15mm, eccentric, target lesion was located distal to two previously implanted taxus stents in the severely calcified circumflex to first obtuse marginal (om) . There was no issue with the previously implanted stents. The 15x2.5mm apex balloon catheter was successfully advanced through these stents to the lesion. The balloon was inflated and ruptured at 2 atms. The device was removed intact and exchanged for a 2.5x20mm apex balloon catheter which was advanced and successfully inflated multiple times. A 3.0x23mm promus stent was advanced but was unable to cross the lesion. Upon removal, flared stent struts were noted. A 3.0x18mm promus stent was deployed to complete the procedure. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)